Event description:
Multiple reports received of fever and chills with use of IV set. #6 report of 9 received from abbott international affiliate, abbott greece, states: "pt in cardiology department with no previous signs of local or general infection presented high fever with chills in one week time. Positive cultures from blood with klebsiella pneumoniae. All devices used in the department were cultured." Additional info received states that "the pt was transferred to another hospital for further treatment" and recovered. No further info has been received.